Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure that the physician was unable to smoothly maneuver the lead in the vein and high pacing impedance was also observed in different positions. The physician suspected a lead issue. The lead was exchanged and the procedure was completed. The patient was stable.